Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received multiple loss of prime alarms over the past few months. Review of prime history showed multiple attempts to clear no prime alerts over the cause of three days. Patient stated that he had either completed a full site change or disconnected and complete the prime steps following each no prime alert. Patient reported that the cartridge was cycled before use, insulin was at room temperature, and the insulin vial was pressurized before filling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.